Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The customer was not charging the batteries properly, only plugging the unit in but not turning it on. The user is aware of proper battery maintenance. Per the log analysis this unit has gone long periods of time without charging the batteries. Service review found that the batteries were supposed to have been replaced per the two year preventive maintenance (pm) in (B)(6) 2014. The field service representative (fsr) stated he made a note to replace them but forgot at the time. The fsr went back out and replaced the batteries. Preventative maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.

Manufacturer narrative:
The fsr left the system-1 charging overnight to ensure that the batteries will charge to full capacity. The fsr returned the next day and verified that the batteries were able to charge to full capacity and battery backup is functioning. The pm was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned to the manufacturer for evaluation. This system is used as a back-up unit.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were completely discharged, no battery back-up available (15.7 volts direct current [vdc]). The fsr discovered that the system-1 was plugged into alternating current (a/c) outlet but was not in the "on" position. The power light emitting diode (led) light was red on the front panel of the system-1. There was no patient involvement.